Event description:
A 55-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported to novocure, that he observed a "hole" at the site of the surgical resection scar (last surgical resection (B)(6) 2024) following the removal of the transducer arrays on that day. The image provided depicted a circular wound dehiscence with dried yellow purulent drainage consistent with the location of the surgical resection scar. On (B)(6) 2025, novocure was notified that the patient had been evaluated by a healthcare provider (hcp), who recommended surgical intervention for removal of the cranial implant (plate) and advised temporarily discontinuing therapy beginning (B)(6) 2025. On (B)(6) 2025, the patient's caregiver reported that the patient was scheduled for surgery on (B)(6) 2025, to remove the cranial plate due to impaired healing. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity.